Event description:
Customer alleged when removing the inner needle of the introducer, it felt stiffer than usual but it could be removed. When attempting to insert the biopsy needle into the coaxial introducer, resistance was encountered approximately 2-3 cm after the needle tip entered into the coaxial introducer. After replacing both the introducer and the biopsy needle with new ones, the procedure was completed without issue. There were no patient complications.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.